Event description:
It was reported that the patient with this implantable penile prosthesis experienced recurrent cylinder erosion. The patient had been seen in clinic and was referred to another urologist. The patient advocate was calling to inquire about next steps. No further patient complications were reported.